Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Undersensing.

Event description:
It was reported that the right atrial lead exhibited under sensing and high thresholds; upon opening the pocket insulation breach was noted. The lead was explanted and replaced.